Event description:
Olympus was informed that during a diagnostic colonoscopy procedure, while performing a biopsy a piece of rubber fell off the device and into patient's colon. The device fragment was retrieved using forceps and the intended procedure was completed with the same device. There was a minimal delay in the procedure due to the reported incident. There was no patient injury reported.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported incident could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.